Event description:
Primary line tubing applied to leucovorin bag and primed without incident and plugged into y-site of ns flush line. After 30 minutes of leucovorin infusion, patient reported that her blanket was wet where the connection rested. Leaking noted from leucovorin tubing connection at y-site. Upon inspection, the male end of the leucovorin tubing is broken therefore didn't engage the mechanism in the y-site to flow medication into the tubing which resulted in all the medication leaking out the side and onto blanket instead of going into patient. Aprn and pharmacist notified. Medication disposed and new bag re-dispensed by pharmacy.